Manufacturer narrative:
Section h10: (g2) report source - company representative should have been checked (g4) date received by manufacturer ¿ date on final submission should have been (B)(6) 2023 (g6) type of report - 30-day should have been checked along with follow-up.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
*The following sections have corrected information: d1: brand name. Please disregard device information in section d. H6: health effect - clinical code, medical device problem.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any product problems or use issues. The cause of the infection cannot be conclusively determined; however, the reported infection may have been related to several potential factors including but not limited to the implant selection, the surgical procedure itself, post op wound care, patient activity after surgery and/or underlying patient medical conditions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8. The following sections were corrected: b2 d4: catalog number, serial number, UDI and expiration date. Expiration date is unknown. G4:510k is unknown due to specific device not being reported. H4: manufacture date is unknown. Based on review of all available information, there is no evidence to suggest that the reported event is related to any product problems or use issues. The cause of the infection cannot be conclusively determined; however, the reported infection may have been related to several potential factors including but not limited to the implant selection, the surgical procedure itself, post op wound care, patient activity after surgery and/or underlying patient medical conditions if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 11 month post op initial right tsa, this male patient was revised due to infection. Patient suffered a low-grade infection. All implants were removed, the joint was washed out, and treated with a spacer (competitors device). Patient was last known to be in stable condition following the event. No other patient information reported. Unable to obtain x-rays/photos. Product not returning disposed at hospital.

Manufacturer narrative:
H10: (h3) pending evaluation (d10) concomitant device(s): a079696 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, a057989 315-35-00 - glnd kwire, 6818171 320-01-38 - equinoxe reverse 38mm glenosphere, a071889 320-10-00 - equinoxe reverse tray adapter plate tray +0, 6805578 320-15-04 - rs glenoid plate post aug, 8 deg, right, a085176 320-15-05 - eq rev locking screw, a048384 320-20-00 - eq reverse torque defining screw kit, s317416 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, s337050 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, s339450 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, s122197 320-38-03 - equinoxe reverse 38mm humeral liner +2.5, a072282 531-78-20 - shouldr gps hex pins kit, 11018121113 a10012 - gps implant kit v2.